Event description:
The customer reported that his olympus endoeye flex 3d deflectable videoscope was presenting an e226 scope communication error during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. An e226 scope communication error was present due to the imaging unit having been damaged. There was also a scope ID function failure noted during testing. The bending angle was found insufficient due to the elongation of the angle wire, and the distal end adhesive was missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in event. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the source facility noting that this event was discovered while inspecting a returned loaner device. No patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it¿s likely the reported event was due to an image sensor unit failure, internal video connector circuit board failure, or video system center failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.